Manufacturer narrative:
Section a: not applicable due to no patient involvement. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module streamline cable was corroded and did not connect properly to the power module battery. The power module streamline cable was replaced.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module streamline cable being corroded and not connecting to the power module battery was not confirmed. It was reported that the streamline cable was replaced. Multiple attempts were made to obtain additional information from the customer regarding the event (including if replacing the streamline cable resolved the issue and if the exchanged streamline cable would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ and heartmate power module IFU, rev. B, under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 IFU, rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 IFU, rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.